Event description:
Boston scientific received information that during a right ventricular (rv) threshold test, captured appeared to be lost at 0.9 volts, however, the test continued to 0.7 volts. No flat line observed on the programmer screen and no back up pacing observed, however, no paper was run during the test. No apparent oversensing was observed. The device was programmed to a fixed output. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.